Event description:
It was reported that a death occurred. A greenfield vena cava filter was implanted in a patient's aorta. Either during the surgery to remove it or shortly thereafter the patient died. No further information regarding this event is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.